Manufacturer narrative:
The biomedical engineer reported that the multigas unit was not displaying waveform or numerics. The water trap was replaced before the case. They sent the unit in for repair and it is currently awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was not displaying waveform or numerics. The water trap was replaced before the case.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not displaying waveform or numerics. The water trap was replaced before the case.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not displaying waveform or numerics. The water trap was replaced before the case. The customer sent the unit in for repair no patient harm was reported. Service requested / performed: evaluation / repair. Investigation summary: the investigation conducted under irc-nka300155492 (attached a3-191237_final-eg.pdf) concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers 1033 to 1383) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The countermeasure is to perform a firmware upgrade. The causes for gas device error are due to improper maintenance, incompatible tubing/connector, device damage, or sensor needing replacement. Further action is not warranted.